Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. There were numerous hypotube kinks. The hypotube was separated 80cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating.

Event description:
It was reported that shaft break occurred. After the 2.50mm x 15mm emerge balloon catheter was inserted into the patient, the shaft separated before exiting the guide catheter. The device had not tracked into the artery and was removed. The procedure was completed with another device. There was no harm to the patient.

Event description:
It was reported that shaft break occurred. After the 2.50mm x 15mm emerge balloon catheter was inserted into the patient, the shaft separated before exiting the guide catheter. The device had not tracked into the artery and was removed. The procedure was completed with another device. There was no harm to the patient.